Manufacturer narrative:
Investigation: the following allegations have been investigated: organ (vertebral body)/vena cava (vc)/right gonadal vein/rt psoas muscle perforation, embedment, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2003. The patient alleged tilt and vertebral body perforation. On (B)(6) 2018, per a report from computed tomography; ¿infrarenal ivc filter in place with one of the prongs of the filter extending through the ivc wall and into the posterior wall of the proximal right ureter.¿ on (B)(6) 2019, per a report from computed tomography; ¿impression: inferior vena cava filter, with struts perforating into pericaval fat, right (rt) gonadal vein, right psoas muscle and inferior endplate of l4 vertebral body, as described below. Findings: inferior vena caliber cava interruption filter with struts through caval wall, as commonly seen. Filter tilt, estimated 10 degrees off axis of inferior vena cava. The apex of the filter lies directly against, touching, the left anterior wall of the inferior vena cava. The apex of the filter lies about 3.3cm below the left renal vein confluence to the inferior vena cava, and just below, about 0.5cm, below the level of the confluence of the right renal vein to the inferior vena cava (although the tip is located on the left side of the caval lumen). A total of twelve struts: three anterior, two embedded in the caval wall and the central strut perforating, 8mm beyond the caval wall, into pericaval fat; three right sided struts, two struts embedded in the caval wall and the central strut perforating, 14mm beyond the caval wall, into the right gonadal vein; three posterior struts, two struts embedded in the caval wall and the central strut perforating, 10mm beyond the caval wall, into the right psoas muscle; and three left sided struts with two struts embedded in the caval wall and the central strut perforating, 8mm beyond the caval wall, along the inferior endplate of l4 vertebral body. No filter strut fracture or bending. No evidence of inferior vena caval stenosis. Mild arterial calcific atherosclerotic changes.¿

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a celect filter on (B)(6) 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: the following allegations have been investigated: shortness of breath and pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported shortness of breath (sob) and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges shortness of breath and pain.